Event description:
It was reported that during a procedure on (B)(6) 2021, the physician was having difficulty removing the lead, in turn, the physician decided to cut the lead and leave it in place. There are currently no plans to remove the cut lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.